Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient reported a skin irritation and bruising under the lifevest. The patient's doctor prescribed an unknown medication. The medical outcome of the patient is unknown. The patient continues to wear the lifevest.